Event description:
A physician reported the tip of a phacoemulsification tip was broken following which the aspiration gradually stopped working during the procedure. The product was replaced and the procedure was completed. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened broken phacoemulsification tip with the tip in a sleeve within a pouch was received. The phaco tip was visually inspected and deemed nonconforming, the phacoemulsification tip was broken across the aspiration bypass (ab) hole with a jagged edge. The phacoemulsification had even wall thickness. There was severe wear on the threads, back of flange and nut corners that was consistent with use. No occlusion was observed in the distal (identification number) ID or broken tip. A functional flow check for occlusion was performed and deemed conforming. A good flow exiting the tip was observed. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photo attached to the parent complaint was reviewed by the manufacturing site. The photo is of a broken phaco tip with a piece left in the sleeve, the reported product complaint is confirmed. The complaint evaluation confirms the phacoemulsification tip was broken. The root cause for the broken phacoemulsification tip cannot be determined from this evaluation. The phaco tip visual inspection does not show any manufacturing issue that would cause the broken phacoemulsification tip. The complaint evaluation does not confirm the report of the aspiration stopped working. The returned sample was found to be conforming for functional testing associated with the reported event, therefore an occlusion causing the aspiration to stop working was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No specific action with regard to this complaint was taken because the root cause for the complaint issue cannot be determined from this evaluation. All phacoemulsification tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance, such as the broken phacoemulsification tip exhibited on the returned opened sample, is removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).